Event description:
Same case as MDR ID#: 2134265-2011-04833. It was reported that during a percutaneous transluminal angioplasty procedure, balloon ruptures and detachment occurred. Vascular access was gained via the arm. The 90+% stenosed target lesion was a tight restenosis of a previously implanted stent located in the mildly tortuous and non-calcified upper arm vein. The lesion was 1-2cm long and the vessel diameter was 6mm. First, the physician inflated the 4mm quantum maverick balloon and the balloon ruptured. The physician then inflated the 6mm x 4cm mustang balloon to 24 atms once, and the balloon ruptured circumferentially. When the physician attempted to remove the balloon he encountered resistance. The balloon was caught on the previously placed stent. The hub of the balloon was cut off. The physician then advanced a larger sheath around the balloon, however during advancement of the sheath approximately 50% of the balloon material separated from the catheter. The physician removed the rest of the balloon catheter, and a non-bsc stent was implanted to secure the balloon fragment between the two stents. No further patient complications were reported and patient status is fine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
This was previously reported as a 6mm x 4cm mustang balloon, however this should have been reported as the 6 x 20mm mustang balloon.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the hub was severed from the catheter at the strain relief. It was noted that the balloon material was torn circumferentially at approximately 17mm distal to the proximal transition zone. The distal portion of the balloon was detached from the distal tip of the shaft, it was not returned for analysis. A tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).